Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the screw that holds the pc board to the control panel was missing, not allowing the lights to be visible on the control panel.

Event description:
Hrs 1737 no lights on.